Manufacturer narrative:
Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Unable to turn pump on and perform displacement test due to broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack on the backside. The customer¿s blood glucose level was 10.9 mmol/l. Insulin pump will be returned for analysis.